Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. All edms devices are 100% leak tested at the time of manufacture. Additional patient/device information: patient information was updated. The event date was updated. It was later reported that the drain was connected to the patient on (B)(6) 2015 and the drain was removed from the patient on (B)(6) 2015. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when changing the final collection bag of the becker edms, the female and male ports of the drainage bag broke. According to the report, there was no injury to the patient. It was later reported that the break occurred during the initial bag change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.